Event description:
Note: this report pertains to the second of two speedband superview super 7 that were used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. During the procedure, after the device was continuously used, it was noticed that the remaining several bands could no longer be deployed. The bands would not deploy after the handle was rotated. A second speedband superview super 7 was used; hover, the same problem happened, the remaining several bands could no longer be deployed after the device was continuously used. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the second complaint device outside the patient was provided by the customer and shows the ligator had three bands attached, and the bands were moved from their position.

Manufacturer narrative:
E1 (initial reporter facility name): (B)(4). H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.